Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was received for examination. Physical evaluation of the returned instrument was able to identify dullness of the device. Cutting surface is dull to the touch, is not as sharp as first distributed depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the reamers in this set are all dull/ineffective and will need to be replaced. The reamer grater handles do not disassemble and therefore cannot be properly cleaned. They will need to be replaced with the new reamer handles that do disassemble (255000140).